Manufacturer narrative:
The reported event of the v-setscrew could not be tightened was confirmed. Analysis revealed the user/physician was not making correct wrench insertions into the setscrew inset. The torque wrench was not being aligned to fully insert into and engage the setscrew inset in order to tighten the setscrew to the point where the wrench clicked indicating full tightening of the setscrew. Lab tests confirmed the setscrew was normal and could be properly tightened with correct wrench use. No device anomalies were found. The problem is related to the user¿s incorrect use of the torque wrench.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that upon attempting to tighten the setscrew of pulse generator, the setscrew could not be tightened and had stripped. The pulse generator was not used, and a new generator was implanted. The patient was in stable condition.